Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy. According to complainant, during the procedure, when they went to deploy the clip, the blue gripper detached from the sheath. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).